Event description:
I have been using bausch and lomb renu moisture loc and got an eye infection from using the product. I went to my optometrists yesterday because my eyes have been tearing excessively, I have been having pain in my eye and sensitivity to light, blurred eyes, and last month it was like I had a film over my left eye. My dr said that I had some kind of eye infection and has to treat it with an antibiotic and anti inflammatory eye drop called zylet. I can no longer wear my contacts because of bausch and lomb. My eye dr is still using the renu products and giving it to his patients.